Event description:
(B)(4) clinical study. It was reported that pericardial effusion occurred. On (B)(6) 2012, the patient presented with unstable angina and silent ischemia and was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was de-novo lesion, located in the proximal right coronary artery (rca) with 80% stenosis and was 3 mm long with a reference vessel diameter of 3.75 mm. The lesion was treated with direct stent placement of a 3.50 mm x 8 mm promus element plus. Following post-dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. On november 2013, the patient presented pericardial effusion and was hospitalized on the same day. Medication was given to treat the event.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental information will be filed. (B)(4).